Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous basilic vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 8atm for 10 seconds. The balloon was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications reported and the patient condition was good.